Manufacturer narrative:
(B)(4). No product will be returned by customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported: "the gentamycin infused right into the primary bag- everything was programmed correctly and the primary was positioned below the secondary. The gentamycin bag emptied into the primary bag within two minutes while the pump only showed an infusion of 10ml. The pump was checked and tested accurately so we're assuming it was the tubing." There was no report of harm to patient or medical intervention. No further patient or event information is available.